Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had longevity of 0.5 years with a magnet rate of ninety pacing per minute however on transtelephonic monitoring it showed two years on battery. Boston scientific technical services (ts) discussed the difference between programmer and device calculation. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
Boston scientific received information that eight months ago the battery of this pacemaker was showing 0.5 years remaining with magnet rate of 90. One small change was made to programming, as they decreased right atrial (ra) lead amplitude from 3.2-2.8. And then over monthly trans-telephonic monitoring the battery was now showing 2 years remaining. Boston scientific technical services (ts) then discussed the difference between programmer and device calculation. The pacemaker remains in service. No adverse patient effects were reported.